Manufacturer narrative:
Additional information: model and lot #, evaluation codes. Product analysis:visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. Image review: visual review of submitted images appear to show radial cut on ibt balloon portion of instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, a patient with pre-op diagnosis of "osterorosis", underwent balloon kyphoplasty at l1 for a compression fracture. Intra-op, the balloon was ruptured. The balloon pressure fell to 0 psi at a breath when it was applied until 170 psi. The breakage balloon was confirmed by x-ray so a surgeon pulled out a syringe and suctioned contrast agent as much as possible. The product came in contact with the patient. No patient complications were reported. No balloon fragments remained inside the patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.